Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H10: (expiry date: 08/2025). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that two months and twelve days post a port placement, the port was allegedly broken. It was further reported that fractured port catheter was near venous access site in the neck with extravasation of contrast. Reportedly, the port was removed and replaced. The current status of the patient was unknown.

Event description:
It was reported that two months and twelve days post a port placement, the port was allegedly broken. It was further reported that the fractured port catheter was near venous access site in the neck with an alleged extravasation of contrast. Reportedly, the port was removed and replaced. The current status of the patient was unknown.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one power port attached to a catheter was returned for sample evaluation. Gross, visual, microscopic visual, tactile and functional evaluations were performed. Blood residues were noted in the device. Port body showed minor puncture access of the port septum and tool damage was noted to the cath lock. Complete diagonal break was noted on distal end of the attached catheter. Striations were noted at the edges of break therefore, the break was determined to be an incidental. The port was patent to both infusion and aspiration without issue. No leaks were noted. Therefore, the investigation is unconfirmed for the reported port fracture and leak issues. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: b5, g3, h6 (method). H11: d4 (unique identifier (UDI) #), h6 (result, conclusion). H11: section a through f the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.